Manufacturer narrative:
This device is not available for sale in the united states, therefore 510k is not applicable. There is a similar model available for sale in the us. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in asia pacific region involving pentax video processor epk-i5000 sn: (B)(4). The event reported stated that during use, when the scope inserted into the patient's body, there was no air flow suddenly and couldn't observed clearly. Then, the user withdrew the scope and rechecked the processor. The patient was examined again after the processor was used normally. User found the processor not responding. There was no adverse event reported with this complaint. No additional information was provided.